Manufacturer narrative:
Medical records have been requested numerous times by the manufacturer and have not been made available. If the medical records become available a supplemental report will be filed with the results of the clinical investigation. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date.

Event description:
In a response to a field alert report a peritoneal dialysis (pd) patient reported that she was no longer on pd treatment due to an undisclosed number of infections. Upon follow-up, the patient's pd nurse stated the patient developed peritonitis due to touch contamination. Peritonitis was found in the patient's catheter, so the catheter was removed. The patient was transferred to hemodialysis treatments.